Manufacturer narrative:
The technician installed a brake steer upgrade kit to resolve the issue.

Event description:
The technician alleged the brake casters swivel while in brake mode. No patient impact.